Manufacturer narrative:
No service history review can be performed as part number 03.501.080 with lot number(s) 8735246 is a lot/batch controlled item. The service history review is unconfirmed. Part 03.501.080, lot 8735246: manufacturing location: (B)(4) . Manufacturing date: december 05, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the zipfix tensioner would not tension. The repair technician reported the right cutting tab lever was slightly bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned was inspected at customer quality and the complaint was confirmed. The zipfix tensioner was returned and would not tension. It was noted that the right cutting tab lever was bent preventing the mechanism from tensioning. This tensioner is not broken. A visual inspection, drawing and device history record review were performed as part of this investigation. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the device history record review. Dimensional analysis is not applicable as the relevant feature is bent laterally but it is not intended to withstand lateral forces. Upon visual inspection, it was noted that the right cutting tab lever was bent preventing the mechanism from retracting fully, thus eliminating tensioning. Once the tab was moved from the retraction path the device was able to tension. It was noted that the device has resistance when returning to its resting position. The relevant drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer date for (B)(4) is november 22, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Event date unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the zipfix tensioner broke. The device is used in cmf commercial education class. There was no patient involvement. This is report 1 of 1 for (B)(4).